Manufacturer narrative:
The evaluation of the knee joint showed no relevant error which may have caused or contributed to the reported fall.

Event description:
Patient fell while walking because of loss of resistance of the device, no warning signals were given by the device and the safety mode was not activated. Since the incident, the patient suffers back pain and medical care was required (patient needed to stay in hospital for some days).